Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va05dln, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with implantable neurostimulators (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. An hcp reported they had a patient that had two bladder stimulators placed in another state and they needed to find out if the lead had been pulled out during a motor vehicle accident (mva) as they were not working now. The hcp noted they had no one in the community that implanted these devices to help the patient and they were asking for a list of physicians that worked with the device that were nearby for the patient to see. There were no further complications reported. Additional information was received from a health care provider (hcp) on (B)(6) 2019. The hcp reported in response to the inquiry of when the devices stopped working that it had been since the accident, that the patient had been having problems since (B)(6) 2018. In response to the inquiry of what impact did the motor vehicle accident have on the device, the hcp replied that the patient believed the leads had been pulled out of place during the accident and noted that they did not know what the cause of the devices not working were however this was what the patient had wanted to figure out. In response to what actions and interventions had been taken to resolve the device not working the hcp replied that they had been trying to get a hold of a manufacturer representative (rep) as they needed to know where to send the patient to get this figured out. The hcp stated that the devices remained implanted in the patient at the time of the report.